Event description:
The home patient (hp) stated the bag fell and the spike came out of the bag. The technical service representative (tsr) instructed the home patient (hp) to recycle power to clear alarm. The hp stated he would finish with manuals and call the nurse (rn) regarding air detection alarm and being connected. On (B)(6) 2010 product surveillance spoke with the home patient's roommate who stated the table used for bags does not have an edge and this particular night the bag was likely not centered. There have been no other incidents like this and everything has been fine. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Additional information: an engineering/quality review was performed and this event was not confirmed due to a lack of a sample. Based on the information obtained during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore, a batch review was not performed. The hp stated the bag fell and the spike came out of the bag. The homechoice apd systems patient at-home guide instructs patients to place solution bags on a flat, stable surface and not stacked on top of each other. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).